Event description:
Spacelabs xprezzon/qube monitors (sw: 3.08.02) when used with command module 91496 (sw: 2.07.00) default to allow users the capability to turn off all ECG (electrocardiogram) alarms including lethal arrythmia's vfib (ventricular fibrillation) and asystole. If users are not aware of this, they could turn ECG (electrocardiogram) alarms off and potentially miss lethal arrythmias. Spacelabs needs to update their software so that the "alarm control" setting in the 91496 settings is defaulted to off. Reference reports: mw5149056, mw5149058.